Event description:
As reported by hospital in another country, the peel-away sheath packaged with the dialysis plus catheter would not tear away correctly. The case was completed with a new sheath. There were no patient complications. It was reported that the used device would be returned for evaluation.

Manufacturer narrative:
Although it has been reported that the used device will be returned for evaluation, it has not yet been received. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted.